Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Note: it is not known if the device has lot number 6515957 or lot number 6435428. Follow-up is in progress. Once the information received a supplemental report will be submitted. Concomitant products: a saline mentor siltex contour profile moderate 350cc , catalog number 3542913, lot number 6515957. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a saline mentor siltex contour profile moderate 350cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number (B)(4). And no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).